Event description:
It was reported that a patient experienced peritonitis manifested as abdominal pain and cloudy effluent fluid coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unknown antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Treatment with the unknown antibiotic(s) was reported to be ongoing at the time of this report. Eight days after hospitalization began, the patient was discharged from the hospital. It was reported that the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd896589 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.